Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device failed ECG lead test. There was no patient involvement. He efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
An evaluation was performed by the bench technician and device logs were reviewed and ECG current leakage issue was found. Based on the information available and the testing conducted, the cause of the reported problem was defective measurement module. The reported problem was confirmed. The device was operational after replacement of measurement module was completed. The device successfully passed all required testing. The device remains at the customer site and no further evaluation is required at this time.